Event description:
It was reported that the customer received no delivery alarms on the insulin pump, even after changing out the set. Customer' s blood glucose was 295 mg/dl. After disconnecting and reconnecting the infusion set and reservoir, insulin exited the tubing. However, upon manual prime, the insulin pump went to 5.0 units, but no insulin exited and no alarm occurred. After changing out the set and reservoir, insulin exited. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Please see medwatch 3004209178-2015-90049.